Manufacturer narrative:
The date of initial implantation is unknown. (B)(4).

Event description:
Per the clinic, it was reported that post implantation, the patient "picked at" the implant site continuously, resulting a loss of osseointegration (date not reported). The patient underwent revision surgery on (B)(6) 2017, in order to place an abutment on the sleeper implant.